Event description:
It was reported that during a superion indirect decompression implant procedure there was a short spinous process which caused for the cannula to have to be backed out a bit to deploy the spacer. This created a lot of pressure on the spacer and the screw inside the spacer broke. The broken spacer was removed and a new spacer was successfully implanted.

Event description:
It was reported that during a superion indirect decompression implant procedure there was a short spinous process which caused for the cannula to have to be backed out a bit to deploy the spacer. This created a lot of pressure on the spacer and the screw inside the spacer broke. The broken spacer was removed and a new spacer was successfully implanted.

Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body and was deformed.